Event description:
Caller reported an issue with the pump time being incorrect, with the discrepancy exceeding five minutes. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump time and advised monitoring for future discrepancies, instructing to follow up if the issue persisted.